Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (laparoscopic hysterectomy with a bilateral salpinectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right and left cornu, there are embedded/ embedded in the right fallopian tube is a similar appearing'), device dislocation ('migration of essure device location of device: just underneath the mesosalpinx'), pelvic pain ('pelvic pain, chronic') and perinatal depression ('psychological or psychiatric problems condition: postpartum depression') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion on (B)(6) 2012, emesis, diarrhea, abdominal pain, nausea, vomiting, ovarian cyst nos, postpartum depression, pancreatitis, pap smear abnormal, human immunodeficiency virus test positive, low fat diet and uterus enlarged. Concurrent conditions included hepatomegaly, low back pain, fever, dysuria, ache, cramp in lower abdomen, uterine bleeding, benign cervical tumor, pain, obesity and anemia. Concomitant products included etonogestrel (nexplanon) from (B)(6) 2013 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (lortab), nsaids since (B)(6) 2013, ondansetron hydrochloride and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood sign"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perinatal depression (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), back pain ("pain: chronic, back pain"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression / psych injury"), anxiety ("mental anguish / emotional anguish") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6)2016, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy with a bilateral salpinectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, device dislocation, perinatal depression, dyspareunia, menstrual disorder, dysmenorrhoea, anxiety, fatigue, migraine, nausea and weight increased outcome was unknown, the pelvic pain, genital haemorrhage, back pain, menorrhagia, vaginal haemorrhage, vaginal discharge, mood swings and urinary tract disorder had resolved and the depression was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, perinatal depression, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: they did have a little problem placing the essure on her left side and had to place 2 coils. Current weight lbs. 2. Approximate weight at the time of essure placement 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram. In (B)(6) 2014: confirmed that the essure device was successfuljy occluded. Total bilateral occlusion. Fallopian tubes were blocked.. Concerning the injuries reported in this case, the following ones were reported via patients medical records : embedded device concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for event pelvic pain, vaginal disharge updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right and left cornu, there are embedded/ embedded in the right fallopian tube is a similar appearing'), device dislocation ('migration of essure device location of device: just underneath the mesosalpinx'), pelvic pain ('pelvic pain, chronic'), genital haemorrhage ('abnormal bleeding') and perinatal depression ('psychological or psychiatric problems condition: postpartum depression') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion on (B)(6) 2012, emesis, diarrhea, abdominal pain, nausea, vomiting, ovarian cyst nos, postpartum depression, pancreatitis, pap smear abnormal, human immunodeficiency virus test positive, low fat diet and uterus enlarged. Concurrent conditions included hepatomegaly, low back pain, fever, dysuria, ache, cramp in lower abdomen, uterine bleeding, benign cervical tumor, pain, obesity and anemia. Concomitant products included etonogestrel (nexplanon) from (B)(6) 2013 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (lortab), nsaids since (B)(6) 2013, ondansetron hydrochloride and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood sign"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), perinatal depression (seriousness criterion medically significant), back pain ("pain: chronic, back pain"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression / psych injury"), anxiety ("mental anguish / emotional anguish"), urinary tract disorder ("urinary tract disorder") and cystitis interstitial ("interstitial cystitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy with a bilateral salpinectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, perinatal depression, dyspareunia, menstrual disorder, dysmenorrhoea, vaginal discharge, anxiety, fatigue, migraine, nausea, weight increased and cystitis interstitial outcome was unknown, the pelvic pain and depression was resolving and the genital haemorrhage, back pain, menorrhagia, vaginal haemorrhage, mood swings and urinary tract disorder had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, back pain, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, perinatal depression, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: they did have a little problem placing the essure on her left side and had to place 2 coils. Current weight ?? Lbs. 2. Approximate weight at the time of essure placement 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: confirmed that the essure device was successfuljy occluded. Total bilateral occlusion. Fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were reported via patients medical records : embedded device concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter and event : interstitial cystitis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right and left cornu, there are embedded/ embedded in the right fallopian tube is a similar appearing'), device dislocation ('migration of essure device location of device: just underneath the mesosalpinx'), pelvic pain ('pelvic pain, chronic') and perinatal depression ('psychological or psychiatric problems condition: postpartum depression') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion on (B)(6) 2012, emesis, diarrhea, abdominal pain, nausea, vomiting, ovarian cyst nos, postpartum depression, pancreatitis, pap smear abnormal, human immunodeficiency virus test positive, low fat diet and uterus enlarged. Concurrent conditions included hepatomegaly, low back pain, fever, dysuria, ache, cramp in lower abdomen, uterine bleeding, benign cervical tumor, pain, obesity and anemia. Concomitant products included etonogestrel (nexplanon) from (B)(6) 2013 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (lortab), nsaids since (B)(6) 2013, ondansetron hydrochloride and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood sign"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perinatal depression (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), back pain ("pain: chronic, back pain"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression / psych injury"), anxiety ("mental anguish / emotional anguish"), urinary tract disorder ("urinary tract disorder") and vision blurred ("feels like a film on my eyes/ occasional straight up blurry vission") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy with a bilateral salpinectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, perinatal depression, dyspareunia, menstrual disorder, dysmenorrhoea, anxiety, fatigue, migraine, nausea, weight increased and vision blurred outcome was unknown, the pelvic pain, genital haemorrhage, back pain, menorrhagia, vaginal haemorrhage, vaginal discharge, mood swings and urinary tract disorder had resolved and the depression was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, perinatal depression, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: they did have a little problem placing the essure on her left side and had to place 2 coils. Current weight ?? Lbs. 2. Approximate weight at the time of essure placement 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: confirmed that the essure device was successfuljy occluded. Total bilateral occlusion. Fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were reported via patients medical records : embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event feels like a film on my eyes/ occasional straight up blurry vission was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right and left cornu, there are embedded/ embedded in the right fallopian tube is a similar appearing'), device dislocation ('migration of essure device location of device: just underneath the mesosalpinx'), pelvic pain ('pelvic pain, chronic') and perinatal depression ('psychological or psychiatric problems condition: postpartum depression') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion on (B)(6) 2012, emesis, diarrhea, abdominal pain, nausea, vomiting, ovarian cyst nos, postpartum depression, pancreatitis, pap smear abnormal, human immunodeficiency virus test positive, low fat diet and uterus enlarged. Concurrent conditions included hepatomegaly, low back pain, fever, dysuria, ache, cramp in lower abdomen, uterine bleeding, benign cervical tumor, pain, obesity and anemia. Concomitant products included etonogestrel (nexplanon) from on (B)(6) 2013, hydrocodone bitartrate; paracetamol (lortab), nsaids since on (B)(6) 2013, ondansetron hydrochloride and paracetamol (acetaminophen) since on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood sign"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"), 26 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perinatal depression (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), back pain ("pain: chronic, back pain"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression / psych injury"), anxiety ("mental anguish / emotional anguish") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy with a bilateral salpinectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, perinatal depression, dyspareunia, menstrual disorder, dysmenorrhoea, vaginal discharge, anxiety, fatigue, migraine, nausea and weight increased outcome was unknown, the pelvic pain and depression was resolving and the genital haemorrhage, back pain, menorrhagia, vaginal haemorrhage, mood swings and urinary tract disorder had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, perinatal depression, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: they did have a little problem placing the essure on her left side and had to place 2 coils. Current weight ?? Lbs. 2. Approximate weight at the time of essure placement 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were reported via patients medical records : embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety. Most recent follow-up information incorporated above includes: on 20-mar-2020: follow up 5 and 6 source document was wrongly attached to case: (B)(4). And all follow up 5 and 6 information were transferred to case: (B)(4). Event- interstitial cystitis were deleted. Event genital haemorrhage was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right and left cornu, there are embedded/ embedded in the right fallopian tube is a similar appearing'), device dislocation ('migration of essure device location of device: just underneath the mesosalpinx'), pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding') and perinatal depression ('psychological or psychiatric problems condition: postpartum depression') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion on (B)(6) 2012, emesis, diarrhea, abdominal pain, nausea, vomiting, ovarian cyst nos, postpartum depression, pancreatitis, pap smear abnormal, human immunodeficiency virus test positive, low fat diet and uterus enlarged. Concurrent conditions included hepatomegaly, low back pain, fever, dysuria, ache, cramp in lower abdomen, uterine bleeding, benign cervical tumor, pain, obesity and anemia. Concomitant products included etonogestrel (nexplanon) from (B)(6) 2013, hydrocodone bitartrate;paracetamol (lortab), nsaids since (B)(6) 2013, ondansetron hydrochloride and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("hormonal changes describe: mood sign"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression"), anxiety ("mental anguish / emotional anguish") and perinatal depression (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy with a bilateral salpinectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, genital haemorrhage, menstrual disorder, dysmenorrhoea, anxiety, vaginal haemorrhage, menorrhagia, perinatal depression, fatigue, migraine, nausea, vaginal discharge, weight increased and abdominal pain outcome was unknown, the pelvic pain, depression and dyspareunia was resolving and the mood swings had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, perinatal depression, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: they did have a little problem placing the essure on her left side and had to place 2 coils. Current weight ?? Lbs. 2. Approximate weight at the time of essure placement 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: confirmed that the essure device was successfuljy occluded. Total bilateral occlusion. Fallopian tubes were blocked.. Concerning the injuries reported in this case, the following ones were reported via patients medical records : embedded device concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety . Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: mood sign, postpartum depression, dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, migration of essure device location of device: just underneath the mesosalpinx, nausea, pain: abdominal pain, vaginal discharge, weight gain. Event outcome was updated for the events: pelvic pain, pain during sex, my hormone levels, depression. Concomitant drugs, conditions and reporter's information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right and left cornu, there are embedded/ embedded in the right fallopian tube is a similar appearing'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included emesis, diarrhea, abdominal pain, nausea, vomiting, ovarian cyst nos, postpartum depression, pancreatitis, pap smear abnormal, human immunodeficiency virus test positive, low fat diet and uterus enlarged. Concurrent conditions included hepatomegaly, low back pain, fever, dysuria, ache, cramp in lower abdomen, uterine bleeding, benign cervical tumor and pain. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) and ondansetron hydrochloride. In november 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy with a bilateral salpinectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: they did have a little problem placing the essure on her left side and had to place 2 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2014: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via patients medical records : embedded device concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information were added. Medical history and concomitant drug were added. Event : right and left cornu, there are embedded/ embedded in the right fallopian tube is a similar appearing were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right and left cornu, there are embedded/ embedded in the right fallopian tube is a similar appearing'), device dislocation ('migration of essure device location of device: just underneath the mesosalpinx'), pelvic pain ('pelvic pain, chronic'), genital haemorrhage ('abnormal bleeding') and perinatal depression ('psychological or psychiatric problems condition: postpartum depression') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion on (B)(6) 2012, emesis, diarrhea, abdominal pain, nausea, vomiting, ovarian cyst nos, postpartum depression, pancreatitis, pap smear abnormal, human immunodeficiency virus test positive, low fat diet and uterus enlarged. Concurrent conditions included hepatomegaly, low back pain, fever, dysuria, ache, cramp in lower abdomen, uterine bleeding, benign cervical tumor, pain, obesity and anemia. Concomitant products included levonorgestrel (explanans) from june 2013 to october 2013, hydrocodone bitartrate;paracetamol (lortab), nsaids since november 2013, ondansetron hydrochloride and paracetamol (acetaminophen) since november 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood sign"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"), 26 days after insertion of essure. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), perinatal depression (seriousness criterion medically significant), back pain ("pain: chronic, back pain"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression / psych injury"), anxiety ("mental anguish / emotional anguish") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, perinatal depression, dyspareunia, menstrual disorder, dysmenorrhoea, vaginal discharge, anxiety, fatigue, migraine, nausea and weight increased outcome was unknown, the pelvic pain and depression was resolving and the genital haemorrhage, back pain, menorrhagia, vaginal haemorrhage, mood swings and urinary tract disorder had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, perinatal depression, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: they did have a little problem placing the essure on her left side and had to place 2 coils. Current weight ?? Lbs. 2. Approximate weight at the time of essure placement 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - in february 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked.. Concerning the injuries reported in this case, the following ones were reported via patients medical records : embedded device concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events added: back pain, psych injury clubbed with depression and urinary tract disorder. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.